Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did locate. 2 similar complaints with the same failure mode for this serial number. ¿ case: (B)(4) ¿ patient information delayed down notifications. ¿ case: (B)(4)¿ duplicate case - refer to 03859821(B)(4). A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the server isn't storing data and there is a communication issue between the electronic medical record (hcs) and pyxis. A technical support specialist tried to contact both (B)(6), who were working on the case, but they were out of office. The technical support specialist then asked tl mary for advice and was advised to contact the customer and update the feed.

Event description:
It was reported by the customer that a bd pyxis medstation es system server isn't storing data and there is a communication issue between the electronic medical record (hcs) and pyxis. The user stated that this was a patient safety issue due to increased risk for medication error. There were no adverse events or injuries reported based on this incident.